Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultradelica lancing device had a lancet does not fully penetrate issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 11am. The patient told the ca the issue began the first time the product was in use. The patient manages her diabetes with other diabetes medications. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿shakes¿ within an unknown time after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, also confirmed there was no misuse of the product, and the correct sample collection technique was used however the issue was not resolved. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.